Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with prolapsed anterior and posterior leaflets. The first clip was implanted with no reported issue. A second clip was advanced to the mitral valve. The leaflets were unable to be grasped and the second clip was removed. However, after removing the second clip, mr returned to grade 4+. It was suspected that chordae may have ruptured due to grasping attempts. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported positioning failure (leaflet capture - clip not implanted) could not be determined. The reported unspecified tissue injury associated with the potential chordae rupture appears to be due to the capturing inability interacting with patient anatomy. The cause of the reported mitral valve insufficiency/ regurgitation (unchanged mr) could not be determined. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na